Manufacturer narrative:
Under (B)(6) law, patient information is considered confidential and will not be released by the site.

Event description:
It was reported that a patient received a second degree burn on an arm above the elbow following a procedure that involved an enflow infusion fluid warmer. The infusion warmer was strapped to the patient. The burn was not detected until after the procedure which lasted approximately 7 hours during which the patient was under anesthesia. The patient's burn was treated. The fluid being infused was not affected per the user's report. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.